Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial (B)(4), implanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977c265, (B)(4), ubd: 01-aug-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator on (B)(6) 2018. It was reported that the patient was admitted to the emergency room with extreme abdominal pain. The initial pain was mentioned when the patient came out of anesthesia in recovery from the initial implant on (B)(6) 2018. This was also noted as severe abdominal pain on the right side after implantation of the lead. It was determined that the pain was from awkward positioning during surgery. There were no reported issues noted which may have led or contributed to the issue as the abdominal pain was post-operation after the initial implant. On (B)(6) 2018, it was determined by the patient, surgeon, and family that the pain must be from the paddle lead spinal implant. The paddle lead was removed from the patient¿s spine and was cut to remove from the body on (B)(6) 2018. The implantable neurostimulator still remains in the patient. This was done to see if the abdominal pain went away. The patient said that the abdominal pain went away immediately post-operation in recovery. The lead was discarded, and there is a plan to replace the lead in the future. There were no further complications reported or anticipated.